Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the customer reported complaint. The endoscope was noted with missing distal window resulting in fluid invasion and subsequent major damage to optical components. The endoscope had missing the complete window and fragments of adhesive distal window.

Event description:
It was reported that the endoscope had dark image. There was no report of patient involvement.